Manufacturer narrative:
Based on the claim against the product by the customer noting got stuck and would not open when clamped on tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, which did not replicate or confirm the customer reported event. Based on log review and during in-house testing, no sealing issues were observed. Instrument manual grip release misuse was observed twice during log review. The manual grip release wrench while the instrument joints are in a locked state. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. A review of the instrument log for the instrument (pn480422-01 /lot # m10220821-0083) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 0 uses remaining after last use. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend got stuck and would not open when clamped on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: follow-up: on (B)(6) 2022, the instrument was inspected prior to use. The jaws did not come into contact with any other objects. There is no photo or recording of the procedure. The customer could not provide any other details or information, including how the jaws were unclamped and if there was any error observed or sealing issue.